Event description:
It was reported that the device had only 32 hours and then burned out.

Manufacturer narrative:
The product was not returned for investigation. The reported failure could not be confirmed. The complaint description indicated that the product failed prematurely and had only 32 hours. Based on previous investigations of similar complaints, the probable root cause is a defective bulb. In sum, the customer complaint could not be confirmed. The failure mode will be monitored for future reoccurrence.